Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a colonoscopy procedure in the patient's colon performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was not able to push fluid through the injection needle. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.